Manufacturer narrative:
Wide spread corrosion was noted within the internal component of the device. Corrosion of the motor cartridge was identified as the probable cause of the device running on its own without activation.

Event description:
The core micro drill was sent for eval because it would not stop running during a procedure. The procedure was successfully completed; no adverse consequence was associated with the device.